Manufacturer narrative:
(B) (4). (B) (4). The device was received. Investigation is not complete.

Event description:
Device issue: unk. Time of issue: during vessel closure. Adverse event: failure to achieve hemostasis. It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure after an unspecified procedure. The device was received with the deployment sequence ending with the thumb advancer fully advanced and locked into position. A device deployed in this state could not have deployed the clip; therefore, the device would not be able to achieve hemostasis. No method of hemostasis was specified. Additional device information was requested but was not provided.